Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information that load filling was stopped at 9.8 units and a message asking for more insulin was displayed. The customer repeated the load process with four different cartridges and received in the same message. There was no impact to the customer's blood glucose level.